Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue. Guide catheter: heartrail. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion located in the mildly tortuous, heavily calcified, 99% stenosed distal circumflex coronary artery. A 2.25 x 28 mm xience alpine stent delivery system (sds) was advanced to the lesion and met with resistance at the lesion and would not cross. The sds was removed with resistance from the anatomy and the distal end of the stent was found to be flared and stretched. Another xience alpine sds was used to complete the procedure successfully. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.